Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited on the right ventricular (rv) channel elevated pacing impedance at 1728 ohms, significantly higher than the normal range and increased from approximately 500 ohms at implantation. The pacing threshold has also risen from 0.7 v to 2.6 v. A recent event showed appropriate sensing during ventricular tachycardia at 190 bpm. The physician is considering a defibrillation threshold (dft) test to confirm ventricular fibrillation sensing. This patient was admitted to the hospital for further evaluation. No adverse patient effects were reported. This device remains in service.